Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedances greater than 2000 ohms and noise that was being oversensed, both likely contributing to the additional observation of loss of capture. Subsequently, a lead revision was performed where the lead was explanted and replaced. No adverse patient effects were reported.